Event description:
It was reported that the pump malfunctioned when trying to deliver a bolus, resulting in an error and the need for a hard reset. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.